Event description:
It was reported that a beta bionics ilet user had an insulin occlusion alert for the second time in a day. The user ran through filling the tubing with the agent and saw drops form. Insulin delivery was successfully resumed. Blood glucose was not affected at 80 mg/dl. The agent advised if they get another alert to call and change out the supplies. There was no adverse event reported as a result of this issue.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.